Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 with unknown blood glucose and reported diabetic ketoacidosis. The customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will continue to use the device.